Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Difficulty with microstent implantation, hypotony, loss of best corrected visual acuity, and ocular pain are listed in the device labeling as potential adverse events. The labeling includes the following warning, "if excessive resistance is encountered during the insertion of the microstent at any time during the procedure, discontinue use of the device. Continuing to insert the microstent against resistance in the insertion process may result in injury to the patient or damage to the microstent." Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021, following uneventful cataract surgery and an uneventful trabeculotomy procedure, the surgeon implanted a hydrus microstent in a patient. During hydrus implantation, he encountered resistance and had to push the hydrus firmly possibly causing damage to the ciliary body. On postoperative day 1, best corrected visual acuity (bcva) was 20/40, intraocular pressure (iop) was 12 mmhg and the patient complained of eye pain and a headache; prednisolone and moxifloxacin were started. On postoperative day 2, bcva was 20/80 and iop was 3 mmhg; cyclopentolate was added to the medication regimen. On postoperative day 5, bcva was 20/100 and iop was 4 mmhg with a formed anterior chamber. The surgeon was unsure of the reason for the decreased vision, but indicated it was possibly due to hypotony. Prednisolone was increased to six times per day and atropine four times a day was initiated. The surgeon reported the patient no longer had eye pain/tenderness but was unhappy with her vision (despite normal minimal refractive error and a normal macula); gonioscopy showed the hydrus microstent to be well positioned. Iop increased to 18 mmhg; cyclopentolate was discontinued. One week later, the surgeon reported hypotony resolved (iop: 14 mmhg) and vision was improved (20/70), with a good prognosis and expected further visual improvement over the next few weeks. It should be noted that the surgeon was initially considering hydrus explantation if the patient's iop did not stabilize, but this was not deemed necessary and the microstent remains implanted in the patient. Additional information will be requested to ascertain the final visual acuity outcome.